Manufacturer narrative:
Date of event and patient weight are estimated. The event of impedance abnormal was reported to abbott. Patient had all high impedances on both leads as a result from a recent fall. Surgery was performed. Effective therapy was restored in post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient had high impedances on both leads after a fall. As a result, the leads were replaced to address the issue.